Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker-dependent patient presented in clinic, the pacemaker was at eri. There were no parameter adjustments or changes to stimulus nor medication. Review of the latest session record and the battery voltage trend revealed the current drain were highly unusual with rapid discharge in the last few months. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.